Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device change out procedure, noise was observed on the right atrial (ra) lead. It was thought the lead either had insulation issues or a fracture, however they were unable to determine root cause. The physician still kept the ra lead implanted and plugged it into the new implantable cardioverter defibrillator (ICD). However the ICD was programmed to only pace and sense in the ventricle, thus electrically abandoning the ra lead. No adverse patient effects were reported.